Manufacturer narrative:
Product has been requested for evaluation but not yet received. A review of the manufacturing records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A doctor reported that a patient was burned while undergoing a thermage treatment on their face. The doctor reported that as soon as the thermage tip passed over the patients acne scar a tip-frame shaped burn was observed. Patient photo provided by the doctor shows a hyperpigmented area on the cheek.

Event description:
Additional information regarding the event was received from the treating clinic. While undergoing a thermage treatment across the lower half of the face and neck, the patient complained of pain and subsequent blistering and burn marks were observed. The treatment was completed at a maximum power level of 3.5 and more than the usual amount of coupling fluid was used. The treatment tip was inspected before use and an unknown amount of times during the procedure with no observed abnormalities reported. The patient was treated with hydrocortisone butyrate for the burn and the current patient status was reported as hyperpigmentation and a dent on the skin.

Manufacturer narrative:
Treatment tip and data-log were returned and evaluated; evaluation of the data-log indicated the hand piece and system performed as expected. The treatment tip passed the leak test, thermistor testing, and a visual inspection with no findings. No functional testing was possible due to the tip being expired. According to thermage flx user manual (p009418-04 rev. A), burns, blisters and discomfort are known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met; the lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, burns, blisters and discomfort during treatment are a known possible side effects during a thermage flx treatment.